Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarms to change sensor multiple times and has calibration errors. Customer does not recall any significant events leading to the error. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting was done for bad sensor but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test, and the sensor passed with accurate readings.